Event description:
It is reported that the large spike on tibial spike arm broke off while placing in the tibia with a mallet.

Manufacturer narrative:
Evaluation summary: because the impaction/extraction knob is slightly away from the longer spike, it is possible that off-axis impaction, resulting in a greater moment arm, may have contributed to the device failure. However, a definitive root cause can not be ascertained at this time. As returned, the longer spike has fractured off the spike arm at its base. The tip of the fractured spike appears to have been damaged by another instrument. The hardness of the spike arm was taken and found to be within the specified tolerance zone. Damage was also found on the impaction surface indicating that the instrument has been used a number of times over the potential field age of approximately 3 years. Device history records were reviewed and found to be conforming, indicating the spike arm was produced, inspected, and packaged to specification.